Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The pump was unable to verify operating currents or motor error alarm due to motor error alarm. No blank display was noted. The pump had minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating a motor position encoder error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump has been blousing and it did not give the whole bolus and she has been having high blood glucose readings. The customer stated that the pump counted up to 6 and then stopped after she cleared the motor position encoder error. The customer stated that she had an MRI and had it outside the room. The customer stated that she went to eat and then pushed in the carbs and it showed a motor error alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.